Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of t-waves and possibly p-waves, due to low signal amplitude r-waves. An inappropriate shock was delivered in one episode, and an untreated episode was also stored. The device was programmed to primary sensing vector. Technical services (ts) discussed potential programming and troubleshooting options. Additional information was received that an additional untreated episode was later stored. More recently, an additional inappropriate shock was delivered while the patient was removing dishes from the dishwasher. Ts again discussed troubleshooting and programming options. Sensing vectors were reviewed and noted inappropriate sensing in alternate and low signal r-wave amplitude measurements in secondary. Primary sensing vector remains the best vector for the patient. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of t-waves and possibly p-waves, due to low signal amplitude r-waves. An inappropriate shock was delivered in one episode, and an untreated episode was also stored. The device was programmed to primary sensing vector. Technical services (ts) discussed potential programming and troubleshooting options. Additional information was received that an additional untreated episode was later stored. More recently, an additional inappropriate shock was delivered while the patient was removing dishes from the dishwasher. Ts again discussed troubleshooting and programming options. Sensing vectors were reviewed and noted inappropriate sensing in alternate and low signal r-wave amplitude measurements in secondary. Primary sensing vector remains the best vector for the patient. No adverse patient effects were reported. This device remains in service. It was reported that the patient presented to the emergency department following delivery of additional inappropriate shocks due to oversensing. No further programming options were available. Tachycardia therapy was programmed off in the device. Surgical intervention was then undertaken and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. This device remains implanted with therapy programmed off at this time. No additional adverse patient effects were reported.